Manufacturer narrative:
.

Event description:
Additionally, the customer reported experiencing low blood glucose (bg) levels of 51 mg/dl. To treat low bg level, the customer consumed juice and crackers. Reportedly, the suspected cause of the low bg level was due to the customer exercising and not consuming food.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 43 mg/dl. Juice was consumed to treat bg level. Reportedly, the customer is undergoing physical activity and the low bg level was unrelated to pump or supplies. Recommendation was made to consult with health care provider regarding diabetes management.